Event description:
Patient was seated in a standard wheelchair with legs and feet appropriately placed on calf rests and foot pedals. The nurse was standing on a carpeted area, in front of the patient, wearing latex-free gloves, holding the sureprep skin barrier wipe. The nurse leaned down to the patient's bare foot and began rubbing the skin barrier wipe on the patient's foot. A spark ignited the skin barrier wipe and latex-free glove. The nurse immediately removed the skin barrier wipe and glove away from the patient and tossed it to the ground. The wipe and glove to remain ignited once on the floor. The nurse was able to immediately extinguish the spark. No harm to the nurse or the patient.